Event description:
There was an allegation of discrepant cobas® malaria results from the cobas 6800 analyzer for two patient samples. The initial samples generated positive malaria results. When tested on the old platform, negative results were generated. They were also tested at lh, where the results were also negative. Samples in question: sample (B)(6): donor with travel history to pakistan. Sample (B)(6): donor with travel history to uganda.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. An examination of the provided cobas® malaria run file was conducted, and an analysis of the pcr growth curves of the questioned results verified accurate result calls. There is no indication of miscalling based on the generated pcr signals in the detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes.